Manufacturer narrative:
(B)(4). Additional narrative: the device has been received for evaluation by baxter; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or should additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation containing fluid in the reservoir. The reported condition was confirmed due to a dark particle found between the check-band and stress-member. Based on the findings, the particulate matter (pm) contamination did not occur during manufacturing of the device. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that one ce infusor lv 5ml/hr device had leaked at the location of the fill port during filling. There is no report of patient injury or medical intervention. No additional information is available.